Manufacturer narrative:
The device ro 13 025 has been inspected for investigation purpose. The tests performed confirmed that the lazer was degraded due to wear and tear from use. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the distance sensor was non-functional. There was no patient involvement reported.